Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure using the x/xi system that multiple errors occurred against the erbe generator when using bipolar energy. The customer power cycled the erbe, changed the blue energy cords, and changed the instrument, with no change. The procedure was completed with a different vision side cart (vsc). There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Customer reported multiple erbe errors during bipolar energy use. Power cycling, changing blue cords, and swapping the instrument did not resolve the issue, and the customer planned to use a vision side cart (vsc) from another system to complete the case. Fse visited the site and replaced the erbe generator. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and found the issue was confirmed in system logs with multiple errors logged (c-34, m-11, c-30, and m-18). Visual inspection identified a potential related issue, and testing reproduced error c-34 on startup along with a burning plastic smell. Erbe internal logs showed additional errors (c-00, c-84, and m-11). Unit will be sent to the original equipment manufacturer for further analysis. The complaint was confirmed based on failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.